Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-08839. It was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire and a 1.50mm rotalink plus were used to advance and treat the lesion. During the procedure, it was noted that the rotawire was separated and the movement of the burr was unstable. Then, the coronary artery was perforated. Patient went to surgery and the detached wire was removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection was carried out and the device has wire broken near to the distal section at 316cm from the proximal section. The distal section was returned kinked. Overall length couldn't be measured due to the device condition. All outer diameter were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-08839. It was reported that rotawire fracture and vessel perforation occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were used to advance and treat the lesion. During the procedure, it was noted that the rotawire was separated and the movement of the burr was unstable. Then, the coronary artery was perforated. Patient went to surgery and the detached wire was removed. No further patient complications were reported.